Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced kidney failure, and was subsequently hospitalized. Blood glucose level not provided. The customer alleged that the pump was not delivering insulin properly, however this could not be confirmed as customer declined troubleshooting with tandem technical support. The customer declined to provide additional information regarding the issue.